Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was seized, jammed and rough running. Therefore, the reported condition was confirmed. The assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the compact air drive device motor was blocked, had seized and was rough running. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was further determined that the device had excessive noise, an air leak and "starting behaviour" had failed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.